Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the manufacturer representative (rep) stated that the healthcare provider (hcp) reported that low reservoir alarm continued to sound after refill. The rep said they met with the patient and did not see any active alarms. They stated there were two alerts initially but they were unrelated to the alarm. They said they went into refill and adjust and did not believe they made any changes, but was able to update the pump. When they looked at the report it did not show any changes and said no updates were made. The rep confirmed they were not seeing an active alarm on the home screen. The rep was not sure whether hcp may have ended up silencing the alarm. The manufacturer's technical services specialist (tss) suggested checking with the patient to see if they had been hearing the alarm up until now as well as ensuring they were no longer hearing it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.